Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty main board (cm) board. A root cause could not be identified. Based on the results of the investigation, since reported failure was not confirmed. The most probable cause of reported failure was due to faulty main board (cm), along with heavy corrosion on top cover and bottom chassis. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the video processor had image cut out, and glitching observed, including screen flashing and simultaneous flashing of the processor¿s keyboard and control buttons. The issue was found during therapeutical cystoscopy with laser lithotripsy procedure for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.